Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer also state that there was deep scratches on the display and pump also rattles. Reservoir was able to lock in place when inserted into pump. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the pump was monitored and is functioned properly. No missing segments, partial display, or blank display noted. The insulin pump was received with cracked select button keypad overlay, partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to missing retainer. All operating currents are within specification and no unexpected low battery alert or power loss alarms noted during testing. No unexpected rattling noise or display anomaly noted during testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.